Manufacturer narrative:
A complete lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited deteriorating sensing and oversensing which led to high ventricular rate electrogram storage. The right atrial (ra) lead was damaged during rv lead extraction. The ra lead was noted to be adhered to the rv lead. Both leads were explanted and replaced. The patient was stable after the procedure.